Event description:
Based on medical records provided by pt's attorney: on (B)(6) 2001 - pt underwent repair of recurrent ventral hernia with implant of kugel patch (#1). Patch was tacked only on left to allow it to glide from left to right. On (B)(6) 2001 - pt underwent repair of upper ventral hernia with implant of kugel patch (#2). Adhesions were lysed. Sporadic obstructions caused by small bowel loop. On (B)(6) 2002 - pt developed obstruction due to recurrent hernia repaired with implant of composix kugel mesh (#3). A small bowel resection and lysis of adhesions were performed. Patch (#1) was closed over mesh (#3). On (B)(6) 2003 - pt underwent drainage of an abscess, excision of infected scar tissue, and partial explant of patch (#1) which was intact with no evidence of hernia. On (B)(6) 2004 - infected mesh (#3) explanted, and partial explant of non-infected patch (#1), and enterotomy repair. Outer ring of mesh (#3) was intact and bunched up as the fascia had closed and pulled together. On (B)(6) 2005 - partial explant of patch (#2), primary repair of recurrent hernia, and repair of two enterotomies. On (B)(6) 2005 - anastomosis site leak resected. Debridement performed. Remaining patches (#1, #2) explanted.

Manufacturer narrative:
Based on the information provided, no definitive conclusions can be made. The pt has multiple co-morbidities including morbid obesity, copd, and multiple abdominal surgeries. Noted in the (B)(6) 2001 operative notes, if the pt continues with obstructions, she would require a larger laparotomy and all the adhesions would have to be lysed. In (B)(6) 2003 as the wound contracted during healing, mesh (#3) started to wrinkle up and fold over on itself. Small pieces of mesh (#3) were explanted during multiple office visits. In (B)(6) 2004 the surgeon tried to leave healthy portion of patch (#1) undisturbed, however most of it was explanted. In (B)(6) 2005 patch (#2) was 98% explanted because strands were embedded in tissue and could not be mobilized, then four days post-op a fistula developed and was repaired. Noted (B)(6) 2005, pt healing well. The information provided indicates that the pt developed and was treated for infection, abscess and adhesions, which are known adverse events listed in the IFU. There is no indication of defective mesh and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted. See MDR 1213643-2012-00766 for information related to the kugel patch implanted on (B)(6) 2001. See MDR 1213643-2012-00692 for information related to the composix kugel patch mesh implanted on (B)(6) 2002.